Event description:
Bilateral breast augmentation with silicone implants. Has noticed changes in size and shape bilaterally. Left breast very painful. Left breast - grade iii baker's capsular contracture, rt breast - grade IV bakers capsular contracture. Both with marked irregularity and deformity. Pt desires subpectoral conversion. Pt underwent bilateral capsulectomies and implant removal. Both implants removed intact. No evidence of rupture or leaking apparent. Pt underwent bilateral subpectoral conversion and complex mastopexy (bilateral silicone gel implants).